Event description:
Literature: richardson rm, ostrom jl, starr pa. Surgical repositioning of misplaced subthalamic electrodes in parkinson's disease; location of effective and ineffective leads. Stereotact funct neurosurg. 2009; 87(5):297-303. Summary: this article reports a retrospective analysis of 8 pts with idiopathic parkinson's disease who underwent surgical lead revision of deep brain stimulation (dbs) leads placed in the subthalamic nucleus (stn) to gain insight into the boundaries for dbs lead position targeting for effective and ineffective stimulation. Reportable event: the pt experienced no improvement in symptoms after initial lead placement with persistence of all symptoms. The pt also experienced adverse effects of facial contractions and dysarthria. The lead was determined to not be optimally placed. Following unilateral lead repositioning the pt's symptoms were controlled and the pt did not have any adverse effects.